Event description:
The facility's biomedical engineer reported an infusion pump with a 715:00 failure code. An attempt has been made by baxter to contact the reporting facility, but no information has been obtained regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device.